Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The dilator was not received. The trocar assembly was received. No visual abnormalities were noted on the cannula. A small shaving was noted. The returned sample as received was found not to meet specifications because the sample was received open and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
According to the reporter: failure out of box. A shard of metal was found to have come off the cannula while being sterilised in dsd decontamination services department. So not used on patient. Sample is being returned.

Manufacturer narrative:
(B)(4).